Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). The delivered shock converted the rhythm back to sinus. No further assistance requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.